Event description:
It was reported that during a routine follow-up it was noted that the right ventricular (rv) lead had high thresholds. The lead appeared to be in the same location as at implant. The lead was repositioned from an apical position to a more septal location. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.